Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying an unknown error message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 in the morning, time not specified. She claimed that approximately 10 minutes after the issue began, she experienced symptoms of ¿shaking¿ and self-treated by drinking juice that morning at an unknown time. The patient reportedly manages her diabetes with an unknown type/dose of insulin through pump therapy. At the time of troubleshooting, the cca noted that although the patient could not recall the error number at the time, the issue was resolved over the phone with a successful test. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (07/17/2014). The lay user/patient¿s meter has been returned on 07/03/2014 and evaluated by lifescan product analysis on 07/14/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.